Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The dissector balloon was unable to be inflated. Visual and functional testing of the returned product confirmed the product, as received, met specifications. Replication of the reported condition may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a tep hernia repair procedure, the balloon couldn't be inflated during operation. There was patient involvement but no patient injury. To correct this condition, it was replaced with another device. Current patient status is stable. There was no blood loss.